Event description:
Removal of endosseous dental implant. Implant was placed on 5/5/97 in site #30 (class iii bone) during a complex procedure in which bone augmentation was performed using hydroxylapatite and a resorbable membrane. The clinician reports that the pt had a relatively narrow ridge consisting of 1.5mm of the bony shoulder around the buccal and lingual aspects of the implant. At the time of implant failure, the pt was experiencing pain and mobility. The clinician states that the implant failure was due to an infection at the apical portion of the implant. The implant was removed on 5/27/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.